Manufacturer narrative:
The investigation determined that a customer obtained multiple non-reproducible, lower than expected vitros tsh proficiency sample results while using the vitros eciq system. There is no evidence that an instrument or reagent issue contributed to the event. Root cause for the lower than expected results could not be determined. However, a reagent or instrument issue could not be ruled out.

Event description:
A customer obtained multiple non-reproducible, lower than expected vitros tsh proficiency sample results while using the vitros eciq system. Proficiency sample result 1= 0.28 vs. An expected result= 0.793 miu/l; proficiency sample result 2= 4.63 vs. An expected result= 10.87 miu/l; proficiency sample result 3= 2.26 vs. An expected result= 5.235 miu/l; proficiency sample result 4= 0.20 vs. An expected result= 0.588 miu/l; proficiency sample result 5 <0.02 vs. An expected result= 0.028 miu/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).